Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect which is expected to be present whilst implanted. The damages found during device investigation are contributable to explantation surgery. The patient reported not being able to hear with the device. Revision surgery has been conducted in which the floating mass transducer was repositioned, but the patient was still not able to hear with the device. The patient was re-implanted with a cochlear implant. This is a final report.

Event description:
The patient had no hearing sensation with the device. Revision surgery has been performed to reposition the floating mass transducer (fmt). After the revision surgery the patient is still not able to hear with the device. The patient was explanted of the device and re-implanted with a cochlear implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had no hearing sensation with the device. Revision surgery has been performed to reposition the fmt.